Event description:
It was reported and confirmed via event logs provided that a motor stall occurred on the event date followed by a motor stall recovery the next day. A second motor stall then occurred however on (B)(6) 2014 and it did not recover. Patient symptoms consisted of underdose symptoms however the specific symptoms were not provided. The health care provider (hcp) at the time of report wanted the pump stopped. The hcp also planned to replace the pump on the night of the date of this report. Further information later received confirmed the pump was later replaced. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver clonidine and morphine. Additional information including if the cause for the stalls was known, the specific patient symptoms and the patient¿s outcome was not provided. Additional information has been requested, but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Interrogation of the pump on receipt indicated that the pump was delivering clonidine and morphine. (B)(4).

Manufacturer narrative:
(B)(4). Method and conclusion code. Conclusion code and method code no longer applies to the event.

Event description:
Additional information reported the patient experienced withdrawal (B)(6) 2014, about a week before the pump was replaced. During that time the patient heard "a beeping noise and we didn't know what it was for 3 days".

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The stall was due to the shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.